Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint.

Event description:
The event is reported as: alleged issue: applier blocked during use. Clips came out half formed. No pt injury reported.